Event description:
A high readings issue was reported with the adc device. Customer received unspecified high sensor scan results compared to readings obtained on the built-in reader and experienced symptoms of "could not speak and only looks one more point". Customer was unable to self-treat and received third party treatment from non-healthcare professional of candy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified high sensor scan results compared to readings obtained on the built-in reader and experienced symptoms of "could not speak and only looks one more point". Customer was unable to self-treat and received third party treatment from non-healthcare professional of candy. There was no report of death or permanent impairment associated with this event.